Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the bending section had corrosion, scope communication error code b30 occurred, and there was no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.b3: date of event is unknown. Additional information will be provided if available.for bending section corrosion, scope communication error code b30, and no image, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.